Event description:
It was reported that during device preparation and prior to use the 3.5 x 18 mm rx vision stent delivery system (sds) was being advanced outside the anatomy over the guide wire when it was noted that the stent strut was flaring at the tip; additionally, the balloon outside the stent looked 'bulky'. The device was not used. There was no patient interaction. A different stent of similar size was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the distal balloon was partially inflated and the stent implant was partially expanded.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent damage and bulky balloon were confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.